Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(6) the subject device was sent to a third party laboratory for additional microbiological test. The additional microbiological test showed no microorganism growth on the biopsy channel of the subject device. Omsc is reviewing the manufacture record of the subject device. The exact cause of the event could not be determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for bacillus sp, micrococcus luteus and lactobacillus sp (10cfu/scope) when the user facility conducted a routine microbiological test. There was no report of patient infection associated with this report.